Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28oct2019. The remote manufacture service technician advised the customer to run the battery test in the service manual and to swap out the power management (pm) printed circuit board (pbc) if a spare is available.

Event description:
The customer reported if unit is only powered on battery the unit will not power on otherwise, when unit has power source and battery unit works as should. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 28oct2019; b4: 29oct2019. The customer confirmed after charging battery overnight the unit was working as should. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.